Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient had an elevated bg of 520mg/dl today, (B)(6) 2012. Mother states patient did not receive any of the morning bolus. Mother is sure she gave the bolus and made sure it was completed. Mother remembers the pump suggesting a bolus amount of 1.25 units and she remembers programming in the bolus and delivering. Mother states patient complaints of thirst and is irritable. Mother states when she noticed bg was elevated, the first thing she did was check pump bolus history. At 9:30 am that she noticed that the 7:15 am bolus was not delivered, there is nothing in the pump recorded for 7:15 am. Mother gave a correction via pump at 9:30 am and called her health care provider (hcp). Mother is going to use back up plan until receiving new pump per hcp orders. Mother was told by hcp nurse to recheck bg in another hour and if still elevated to call hcp. Mother reports patient having intermittent elevated bg's for the past two weeks, mostly elevated in the mornings. Mother does not feel pump is delivering basal and some boluses. When reviewing pump histories, mother noted on tdd (B)(6) that bolus amount was very low, 4.75 units, his normal is around 7u-11u, there were only 3 boluses in bolus history for that day. Mother is sure that is incorrect. Bg's were elevated on that day and mother is sure she bolused more than 3 times. The basal amount on (B)(6) was also lower than other days. Basal on (B)(6) is showing 3.069 units, other days basal is 3.496 u. There were no temporary basals set for (B)(6). No pertinent alarms in pump history. Mother uses meter remote to bolus most days, denies having any alarms or communication problems with meter. Mother states when she boluses whether using the meter or pump she always watches to make sure bolus goes through. Mother states she bolused this morning at 7:15 am for the patient's breakfast, there was no bolus recorded in history for this. Customer support reviewed the history with mother: no pertinent alarms in history. Basal is showing lower reading on (B)(6) for basal amount, total should be 3.49u, pump is showing total of 3.069u. Mother also reports bolus history is not showing some of the boluses she gave on (B)(6). Mother states she gave boluses via pump on the (B)(6) that she does not feel patient got the insulin, due to his elevated readings that day. The patient is on a back-up plan. This complaint is being reported based on the allegation that the patient experienced hyperglycemia due to the pump delivering incomplete boluses.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2013 with the following findings: a review of the black box and pump alarm history revealed no alarms on the reported complaint date. A review of the pump history indicated one suspend on (B)(6) 2012 at 12:25pm and deliveries were not resumed. There was one unconfirmed 'replace battery' alarm noted on (B)(6) 2012. During evaluation, a 3.00 unit bolus was programmed into the pump and was successfully delivered. A normal 10 unit bolus and a 10 unit audio bolus were performed both successfully delivered and were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.